Event description:
During the procedure (feb 2005) the patient suffered a major, ipsilateral, hemorrhagic stroke. The physician indicated stroke was related to the device. A cerebral angiogram was immediately performed and showed an occluded left middle cerebral artery (mca) treated with a stent. A CT of the head showed extravasation of contrast from mca, with surrounding hematoma in the left frontal lobe. Later that day, the patient underwent an emergent left frontal craniotomy and evacuation of the intraparenchymal hematoma. An MRI of the brain in about three days later showed large left mca infarct with hemorrhage and mass effect, and left brain stem infarct. The patient was transferred to a rehab facility in march 2005.

Event description:
It was reported that during the procedure the pt suffered a stroke. The physician felt this was related to the device. The event resulted in new/prolonged hospitalization, intervention to prevent permanent impairment/damage, stent in the left middle cerebral artery (mca) and a left frontal craniotomy and hematoma evacuation was performed to relieve pressure from an intracranial hematoma.